Manufacturer narrative:
Per the crrs package insert, "weak examples of clinically relevant antibodies, may fail to react by capture-r ready-screen, even though the antibodies are detected by an alternative technique. Passively administered anti-d may fail to react with capture-r ready-screen. No one test method is capable of detecting all antibodies." Customer accepted information instrument is operating as expected. They have not experienced the reported issue again with the instrument. The customer did not return product or sample for further serological testing. Customer has not experienced the reported issue again.

Event description:
Customer reported an unexpected negative result when testing a patient sample with capture-r ready screen (pooled cells) (crrs pooled) on the galileo.